Event description:
The explanted vibrant soundbridge was rec'd on (B)(6), 2011. According to the device explantation report the pt suffered from a chronic external otitis. The illness could not get cured despite treatment with antibiotics and ear drops. The sound perception got distorted. The pt was explanted.

Manufacturer narrative:
The device has been explanted and has been returned to innsbruck where it will be evaluated. When available, a device failure analysis will be submitted as a f/u report.